Event description:
It was reported that the patient presented in clinic for a follow up. Insulation damage on the right ventricle (rv) lead. On 14 aug 2024, elected to cap and replace the rv. There were no patient consequences.